Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they left their recharger at a hotel and now their stimulation had stopped. They were a high energy user, around 9.5v so it needed to be recharged about every 24 hours. It was stated that the stimulation turned off on the day of the report. Other relevant medical history includes non-malignant pain and complex reg pain syndrome type ii.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they left their recharger in a hotel room. They contacted the manufacturer as soon as the hotel could not find the recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.